Event description:
Upon analysis, there was no foreign material (wire) in the ipg header.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an elective ipg replacement surgery on (B)(6) 2018. During the procedure, high impedance readings were observed on 2 contacts and an unknown wire was found protruding 1.5 inches out of header 1-8. The ipg and the unknown wire were removed and released to the manufacturer for analysis. The patient¿s therapy was restored post-op.